Event description:
It was reported, following an MRI the device was in back up mode. Technical support was contacted and it was noted the device had not been properly programmed into MRI mode prior to the patient undergoing the MRI. Technical support performed reprogramming to resolve the event. The patient was stable.